Manufacturer narrative:
(B)(4). Other (stent deformed in vivo during positioning. Eval: results: calcification, 75% stenosis. Direct stenting, force. Fail to deliver the stent, stent deformation. Conclusion: calcification, 75% stenosis. Direct stenting, force. Eval summary: medtronic has received the device and its analysis has been completed. The stent was positioned on the balloon as per specifications. A number of struts on the 1st distal segment were raised and pushed proximally. A number of struts on the 2nd distal segment were raised and pushed distally. The distal tip was slightly damaged indicating that it may have been stubbed against the lesion.

Event description:
An attempt was made to deploy a 3.5mm diameter x 15mm length endeavor rx drug-eluting coronary stent system into a pt. The target lesion, located in the lmt #5 was described as non tortuous with some calcification and 75% stenosis and was not pre-dilatated. Info received from the account confirmed that resistance was encountered and force was used in an attempt to deliver the stent; however, the device could not cross the lesion and was withdrawn from the pt. Upon withdrawal, the physician noted that the relevant stent was damaged. The pt is reported to be fine and no other clinical sequelae were reported.